Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and compromised force sensor system and excessive no delivery test or verify failed battery test alert, motor error alarm, unexpected battery power loss anomaly and low battery alarm due to blank display. Motor passed motor test.

Event description:
Customer reported via phone call that insulin pump had motor error . Customer stated the pump went blank and came back on and got a failed battery test. Customer reports they were able to clear the alarm. Customer states they did not receive a request to rewind pump. Customer reports the drive support cap appears normal (slightly indented). Customer's blood glucose value was 155 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.